Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated wireform intact. The frame was expanded, and appeared slightly canted. Leaflet damage was observed on the free margin of leaflets 1 and 3 near commissure 1, and on leaflets 1 and 2 near commissure 2. The wireform was exposed on commissure 2. Suture holes were visible near 2 of the black stitch markings on the sewing ring. Customer report could not be confirmed through visual observations. Based on the information the cause of the event cannot be determined; however, patient factors and surgical technique may have contributed to the event.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Additional causes of aortic tears or a tear of the aortic wall may be related to the use or misuse of the aortic valve. These aortic injuries are life threatening conditions that require urgent intervention with suture repair, pericardial patch repair or aortic root replacement. Such events could be related to improper seating at the time of device implant and/or oversizing of the aortic valve. In this case, it was reported that pushing the valve and pulling the sutures might have caused the tear in the annulus of this patient with very fragile tissue. Based on the information received the cause cannot be conclusively determined. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification of an aborted attempt to implant an elite valve model 21 aortic valve due to improperly seating. As reported, this (B)(6)-year-old lady was cachectic. The procedure was performed in mis (mini sternotomy at 4th intercostal space). Hockey stick aortotomy. The stj (sino tubular junction) appeared to be narrow, the three leaflets were removed and debridement done as usual. Sizing was performed with the appropriate sizer and a 21mm aortic valve was selected. After delivery system removal, it was noted that the valve was seated above the annulus in the left coronary sinus. The aortic valve was removed and a tear was observed on the annulus long to the right coronary artery. The tear was repaired with a running suture with prolene 4.0 and a 21mm non-edwards valve was implanted in replacement. Per medical's opinion, the issue was likely due to the very fragile tissue of this cachectic patient. It was also observed that the manoeuvre of pushing the valve and pulling the sutures might have caused the tear. The event occurred during the same run of cardiopulmonary bypass and the aorta was still clamped.